Manufacturer narrative:
Citation: c. Tamburinoa et al. "Biologic prosthetic aortic malfunction: is there a role for percutaneous treatment (transcatheter aortic valve implantation)?", journal of cardiovascular medicine 2017, vol 18 (suppl 1). Doi:10.2459/jcm.0000000000000460 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding biologic prosthetic aortic valve malfunction in general discussion regarding the role for percutaneous treatment (transcatheter aortic valve implantation). All data were collected from multiple centers and multiple studies. The study was done in summary style and includes many various study populations that looked at valve-in-valve treatment. The medtronic corevalve was noted in the study (serial numbers not provided). Among all patient¿s observations included: occlusion of coronary ostia, elevated postprocedural transvalvular gradient, paravalvular leaks, coronary obstruction and device malposition (high rates of failure to implant or need for second transcatheter prosthesis implant). Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.